Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 and h8. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The probe was broken at 15mm from the tip of the probe. Scratches were observed around the broken area of the probe. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. There were no scratches on the handle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe might have contacted with other surgical instruments as described below. 1) this might have caused the probe to break. Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. 2) the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3) a force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the active probe on the thunrderbeat fell off during the laparoscopic anterior resection procedure. The probe was retrieved quickly and the patient was not harmed. There was no procedural delay and another handpiece of the same model was used to complete the procedure. There was no additional medical intervention needed as a result of the issue and the outcome of the procedure was not affected. The device was inspected before use and appeared to be normal. No patient harm was reported.